Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation outside the patients body, an attempt was made to aspirate the air, but it was not possible. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation outside the patients body, an attempt was made to aspirate the air, but it was not possible. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. Functional testing showed that the device could not flush when the telescope was fully retracted or fully advanced.